Event description:
As surgeon was putting in the first 42mm ecc head, the head felt tight, but would still rotate. He could not stop it from rotating, so another 42mm head was used, and it did the same thing. The second head was left in. It is suspected that the surgeon may have cross-threaded the metaglene when the first head was tried. This resulted in a 20-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.